Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were multiple issues with an implantable neurostimulator following a myelogram procedure. The patient experienced difficulty in connecting or charging the device since the procedure on (B)(6) 2025. During the myelogram, an electrical shock was felt down the leg, causing significant pain. Additionally, there was a low battery on the controller for the device, and a communication/telemetry failure was noted. The patient also reported a return of symptoms after the procedure. The healthcare provider had turned off the stimulation prior to the procedure, and dye was placed in the lumbar spine, which led to the electrical shock. The device was described as superficial, stable, and not tilted, with passive charging switching to open loop during a c all. The patient was advised to continue charging and check the device with the controller and tablet. The resolution involved educating the customer and providing information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they were able to get patient (pt)'s ins recharged while in the office. At this time, pt stated they have been feeling stimulation. Pt was going to follow-up with another rep for help with a separate device. No other information available at this time.